Manufacturer narrative:
Insulin pump received with unresponsive buttons due to keypad connector on lcd board unlocked. Unit had cracked display window corner, scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the act button on the insulin pump was unresponsive. Customer removed the batteries to resolve the issue, however received a battery out limit alarm that they were unable to clear due to the unresponsive button. Customer's blood glucose reading at the time of the call was 44 mg/dl and the customer had treated with breakfast. Customer was advised to revert to a back up plan and the insulin pump is being replaced.